Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome - other. It was reported that the implantable neurostimulator (ins) was explanted and replaced due to "lengthy charges." It was described as the battery being "weak." The consumer had at least one overdischarge that was addressed in (B)(6) 2016. No further complications were reported.